Event description:
It was reported that during a thoracotomy procedure, the device would not open. It was manually removed and a like device was used to complete the procedure. There was no pt consequence.